Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were exhibited with the leadless implantable pulse generator (ipg). The physician expressed frustration with the wide range of values when comparing device projected longevity and the values based on published literature. The physician considered repositioning or replacing the device, however the patient continues to be monitored at this time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted there was possible syncopal episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.